Event description:
Device 1 of 3. Reference MFR report #1627487-2013-00555 and 1627487-2013-00556. It was reported the pt (B)(6) is intermittently receiving overstimulation from her scs system. The reported occurrence does not appear to be positional in nature. In addition, overstimulation is said to occur if the pt touches her ipg. The functioning of the sys can also be manipulated in the same manner. A diagnostic test revealed an impedance issue for one lead contact. An x-ray was taken for purposes of verifying system connections; however, the results were inconclusive. Surgical intervention will be undertaken at a later date for further interrogation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.